Manufacturer narrative:
The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. As soon as investigation, result is available, a f/u report will be submitted. Zimmer reference number of this file is (B)(4).

Event description:
It is reported that x-rays were obtained which showed a fracture, fragmentation, periosteal reaction, and sclerosis involving the proximal left femur with the distal tip of the femoral component hardware demonstrating cortical breakthrough with marked lucency. Pt was revised.